Manufacturer narrative:
Additional information provided a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 4000ml eva tpn bags leaked. This was discovered before use of the bags, when the compounded bags were received by the patient. It was not specified what the bags had been compounded with. The customer noted that they were working to improve how the compounded bags were packed, which may resolve the issue in the future. No additional information is available.